Manufacturer narrative:
One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The visual inspection revealed spots on the lens worn by the patient. No other visual attributes were observed. Five sealed blisters were also received for lot # l003d4q and the solution was also tested. The ph and conductivity were in specification. As the product was returned opened, it is not known what external influences may have contributed to this issue. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 22jun2018 an email was received from a johnson and johnson representative in (B)(6) advising that an eye care provider (ecp) reported a patient (pt) was diagnosed with a corneal ulcer while wearing the acuvue oasys for astigmatism brand contact lenses. The reporting ecp is not the pts treating ecp no additional information was provided. On 25jun2018 a call was placed to the reporting ecp and additional information was provided: the pt was diagnosed with a corneal ulcer os in 2018. The suspect os lens was discarded. The pt did not receive any treatment, but stopped contact lens wear for a few days. The os is currently fine. On 10jul2018 the affiliate reported that the pt did not return a call to the reporting ecp. No additional information is available. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003d4q was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The visual inspection revealed spots on the lens worn by the patient. No other visual attributes were observed. Five sealed blisters were also received for lot # l003d4q and the solution was also tested. The ph and conductivity were in specification. As the product was returned opened, it is not known what external influences may have contributed to this issue. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings. (B)(4).